Manufacturer narrative:
This report is being filed on an international product, list number: 07p51-20 that has a similar product distributed in the us, list number: 7p51-21 / 31, with 510k number: k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for a female patient, born in 1996, with right foot trauma. The following results were provided: sid: (B)(6), initial b-hcg result= 27.74 miu/ml; repeat results <1.1 miu/ml, < 1.1 miu/ml. There was no impact to patient management reported.

Event description:
The customer observed a false positive alinity I total b-hcg for a female patient, born in 1996, with right foot trauma. The following results were provided: sid (B)(6), initial b-hcg result= 27.74 miu/ml; repeat results <1.1 miu/ml, < 1.1 miu/ml . There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier. Section a1 - patient identifier complete entry = (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66106ud00, however, no increase in complaint activity was identified for list number 07p51. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot 66106ud01, which contains the same bulk material as lot 66106ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 66106ud00 was identified.